Event description:
The customer states that their propaq cs monitor powers down when nibp (non-invasive blood pressure monitoring) is initiated. The unexpected shutdown of a bedside monitor may impact clinician's ability to hear and see changes in the patient's condition. There was no patient harm as a result of this event.

Manufacturer narrative:
The device evaluation is in process. A follow-up report will be submitted when the evaluation is complete.